Event description:
(B)(6) clinical study. It was reported that angina and restenosis occurred. In (B)(6) 2010, the subject presented with positive stress test results which revealed significant ischemia of right coronary artery (rca). The subject was diagnosed with stable angina and cardiac catheterization was recommended. The target lesion was a de-novo lesion located in the distal rca with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The physician treated the target lesion with direct stent placement using a 2.50 x 16 mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. The following day, the subject was discharged on aspirin and prasugrel. In may 2013, the patient with complaints of midsternal chest discomfort described as heart burn radiating to the left chest, neck, jaw and left arm associated with shortness of breath since one week. At the time of the event, the patient was on aspirin and clopidogrel and not on study drug which was last taken in july 2012. The following day, cardiac catheterization was performed which revealed a 99% stenosis with timi flow 2 located in the mid rca. It was treated with stent placement using a 3.00 x 15 mm non-bsc stent resulting in 0% stenosis with timi flow 3. The event was considered to be resolved without residual effects and the patient was discharged on aspirin and clopidogrel 24 hours post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).